Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited foreign materials inside the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the foreign material/stain could not be removed with reprocessing as it was in an area other than an external surface of the device. The foreign material likely adhered to the device because the light guide lens glue had peeled off due to physical or chemical stress, which allowed humidity into the device, and caused corrosion. The foreign material could not be conclusively identified. The event can be detected by handling the device in accordance with the following IFU: tjf-q190v operation manual 3.3 "inspection of the endoscope" shows how to detect the event. Olympus will continue to monitor field performance for this device.